Manufacturer narrative:
The insulin pump was received no unexpected low battery alarm and no unexpected off no power alarm. The insulin pump passed displacement test, operating currents, self test and off no power test. The insulin pump has minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and with cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had issues with the insulin pump's battery. She received an off no power alarm. The customer's blood glucose level was 175 mg/dl. The product was returned. Nothing further to report.